Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.0x20 mm trek rx balloon dilatation catheter was inflated in the mid left anterior descending coronary artery, but the balloon ruptured at the 4th inflation of 12 atmospheres. The entire trek was removed from the anatomy without incident. There was no adverse patient effect. A non-abbott balloon was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.